Event description:
Customer alleges a bristle broke off and lodged in their throat. She stated she "probably used it for too long." Used another set of toothbrushes and within a few days bristles started coming out of the new toothbrush as well.